Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an abnormal downstream occlusion alarm pressure threshold of 35 pound-force per square inch and higher. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported high downstream occlusion alarm pressure threshold which was not reproduced. Evaluation found the downstream sensor was out of calibration and had failed. The downstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.